Event description:
It was reported that during follow up, the device was found in back-up vvi mode. Device normal setting was restored successfully. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.